Event description:
The facility representative reported a colleague infusion pump with failure code 550:320. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted

Manufacturer narrative:
(B)(4). The reported condition of failure code 550:320 was confirmed during review of the event history log. However, the cause was not identified. The main speaker was replaced as a precaution. Additional information: similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information become available, a follow-up medwatch will be submitted.